Event description:
It was reported that the patient was sedated when the procedure was cancelled. A 330cm rotawire and wireclip torquer was selected for use. Upon preparation, the device was stuck in the hoop and when loosening the wire and pulling it out from the hoop it got kinked. Also, the device seemed to have more wax coating than usual. No patient complications were reported.

Manufacturer narrative:
Correction: impact codes removed delay treatment/therapy code.

Event description:
It was reported that the patient was sedated when the procedure was cancelled. A 330cm rotawire and wireclip torquer was selected for use. Upon preparation, the device was stuck in the hoop and when loosening the wire and pulling it out from the hoop it got kinked. Also, the device seemed to have more wax coating than usual. No patient complications were reported. It was further reported that the procedure was completed by opening a second rotawire and the procedure was not cancelled.